Manufacturer narrative:
Additional information: d6a, h4, h6 correction: d2a the reported event could not be confirmed. As no images or CT scans were provided. Peek study (B)(6) 2023 assessed implant placement and fit for subject 653-12 and the surgeon required 50 minutes of adjustment due to soft tissue interference. Device records confirmed compliance with specifications and no device problem was identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required major adjustment due to soft tissue interference. This caused a delay of 50 minutes.